Event description:
The complainant reported that the clinicians were preparing to perform a therapeutic radiofrequency ablation (rfa) procedure on a pt (age and gender unk). When the physician attempted to puncture the leveen superslim needle electrode along the needle guide, friction was felt. The physician made several more attempts to puncture the needle guide, but friction was felt on all attempts. The physician then checked the distal end of the leveen superslim needle electrode, he found that the distal end was raised, although, the physician also reported that he had not noticed any abnormalities when the needle was removed from the packaging. The physician then obtained another device and successfully completed the pt procedure. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.